Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, d.9, h.3, h.6.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: flat creases, total delamination of valve and yellow particles in the fill channel. Leak test and microscopic analysis was performed which identified: total delamination of valve. Based on the device analysis the final assessment is: total delamination of valve assessed as adhesive failure.

Event description:
Healthcare professional reported ¿right side deflation¿. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported ¿right side deflation¿. Device remains implanted.